Event description:
It was reported to philips that the system would not boot-up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the reported complaint. The field service engineer (fse) conducted an onsite inspection and found that the system was unable to boot. During troubleshooting, the fse identified a defective 20a(amperes) fuse on the ups (uninterruptible power supply) controller board, indicating an issue with the system's ups. To resolve the issue, the ups was taken out of service, the fuse was replaced, and a jumper was installed on the controller board. After that, the system was restored to full functionality and prepared for clinical use. The codes were updated based on the investigation outcomes.